Event description:
It was reported the patient¿s husband gave her an (B)(6) and it came with earphones that went in her ear, around the back, and down her neck. She put them on and was listening to music and then she noticed she was getting shocking on the left side of her neck and she took them off. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0ajfb, implanted: (B)(6) 2013, product type: lead. (B)(4).